Event description:
During the pre-procedure check, the unit failed. Power supply was not functioning correctly. No patient was involved in this event. Equipment is prepared and on stand by in case it is needed during open heart surgery.